Manufacturer narrative:
(B)(4). Per tandem's t:slim x2 g5 user guide, ("do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus.")

Event description:
It was reported that the customer experienced a low blood glucose (bg) level ranging from 35 to 50 (mg/dl). Reportedly, the customer over bolused for the amount of carbohydrates consumed and in addition, did not deliver a bolus for the customer's activities. To treat the low bg, the customer consumed juice which resolved the issue.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple, intermittent malfunction alarms occurred. Customer's blood glucose level ranged from 60 mg d/l to 292 mg/dl. Although requested, the customer declined additional assistance from tandem technical support. Reportedly, the customer had an alternate pump for insulin therapy.